Event description:
User experienced a discrepant pro-bnp result for one child's sample. Initial result pro-bnp 267.5 pg/ml, repeat>35000 pg/ml (result accompanied by a flag advising the user to rerun the sample). The sample was not measured a third time. The error was discovered when the doctor requested a rerun. No information provided to determine if any adverse events occurred. If additional information is received, appropriate notification will be provided.